Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the round piece at the end broke allowing the tubing to disconnect. This is presumed to indicate the spin luer. There was no report of any patient harm.

Manufacturer narrative:
The customer¿s report that the round piece (male luer collar) at the end broke was confirmed. Visual inspection observed the male luer spin collar was completely separated and not received with the set. No dimensional measurement of the luer body could be performed as the collar was not returned with the set. The root cause of the spin collar lock separating from the male luer was not identified.